Event description:
On (B)(6) 2013, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that her son's onetouch ping meter was reading inaccurately high compared to the emergency room's (ER) accucheck meter. The medical surveillance specialist (mss) was unable to reach the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began at 11:50pm (date not specified). According to the csr's documentation, immediately prior to the start of the alleged issue, the patient reportedly experienced a seizure. At the time of the alleged issue, the patient reportedly obtained a blood glucose reading of '103mg/dl' with the subject meter. The patient's previous blood glucose result (with the subject meter) prior to the onset of his symptom, is not known and it is not clear what action the patient took in response to his previous blood glucose reading. It is also not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began. The emergency medical services (ems) was contacted and the patient reportedly was transported to the emergency room (ER). Prior to contacting the ems, it is not clear if the reporter made any attempts to treat the patient. During the patient's time in the ER, he obtained a blood glucose reading of '32mg/dl' with the ER's accucheck meter at 12:30am (on (B)(6) 2013) and was reportedly administered IV glucose as treatment. It is not known when the patient was released from the ER. At the time of troubleshooting, the csr noted that the subject meter was not coded properly per owner's booklet recommendation. The csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. The meter involved with this complaint has been returned to lfs on (B)(6) 2013 and evaluated by product analysis on (B)(4) 2013 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. This complaint is being reported due to the following conclusion: although the patient's symptom began prior to the start of the alleged issue the patient reportedly obtained a blood glucose reading of '32mg/dl' with another device and received treatment for severe hypoglycemia from an health care provider.